Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. During the ivf procedure, the physician administered the following medications: gonadotropin releasing hormone (gnrh) analogues: lucrin, decapeptyl; gnrh antagonists: orgalutron, centrotide; rec. Fsh: gonal f, puregon; urinary: menogon, merional, menopur, metrodin hp. A review of the customer-supplied quality control (qc) data from (B)(6) 2013 indicates the percent coefficient of variation (cv) for the low control is 19%, which is higher than the minimal essential cv of (B)(4) as stated in the access immunoassay post-market release performance data. The laboratory's expectation is (B)(6). Level 2 qc percent coefficient of variation was at 6.5%, which appears to be within the cv requirements. System check, from (B)(6) 2013, was within expectations. Assay calibration, from (B)(6) 2013, passed within specifications. At present, beckman coulter continues to investigate this reported event. All related medwatch reports associated with this event: 2122870-2013-00134, 2122870-2013-00135, 2122870-2013-00136, 2122870-2013-00137, 2122870-2013-00138, 2122870-2013-00139, 2122870-2013-00140, 2122870-2013-00141, 2122870-2013-00142, 2122870-2013-00143, 2122870-2013-00144, 2122870-2013-00145, 2122870-2013-00146, 2122870-2013-00147, 2122870-2013-00148, 2122870-2013-00149.

Manufacturer narrative:
Beckman coulter further reviewed low level quality control (qc) between the involved unicel® dxi 800 system and another unicel® dxi 800 instrument over an approximately (B)(4) time frame. Both units produced reproducible qc results over four reagent pack lots, total data points of (B)(4). There is no overall imprecision claim for this assay, however, this data is within the (B)(4). (B)(4). Based on this investigation, the customer could best be served by conversion to the access® p4de calibration. The progesterone assay associated is functioning as intended. Results of the investigation indicate that the incident is associated with the progesterone assay in lieu of the unicel® dxi 800 access® immunoassay system. The customer has not reported any additional incidents or similar incidents over the past year.

Manufacturer narrative:
Additional information: beckman coulter received two patient samples from the customer for investigation. The samples were sent to an external laboratory for testing on an alternate methodology. Testing confirmed the progesterone results, on the alternate methodology, were lower than the customer's progesterone values originally obtained on the unicel dxi 800 access immunoassay system. There was inadequate patient sample to repeat the testing on the unicel dxi 800 system or perform any additional investigation. Results with an alternative methodology (cobas-roche): sample 1: 0.685 ng/ml (<1.0 ng/ml); sample 2: 1.37 ng/ml (<1.5 ng/ml).

Event description:
The affiliate reported the customer alleged elevated progesterone results, for sixteen patients, on separate days, involving the unicel dxi 800 access immunoassay system used in conjunction with access® progesterone assay. The customer stated the unexpected shift in progesterone values (above the laboratory's protocols of (B)(6)) were not observed in the past. Subsequent analyses of the patients' samples, on the same analyzer, recovered similar elevated results. Additional analysis of the patients' samples, through an alternate methodology, recovered lower progesterone results within the customer's expectation. The elevated results were released out of the laboratory. As a result, the patients' ivf (in vitro fertilization) embryo transfer cycles were cancelled. There has been no report of additional patient treatment or current patient outcome to date. The customer will supply beckman coulter with several patients' samples for further analysis. This is report ten of sixteen, referencing patient (B)(6).